Event description:
It was reported that the user observed increased dinner meal announcements with the ilet and had been announcing dinner while blood glucose was elevated, and on one occasion forgot to announce a meal, resulting in an extended high followed by a low. The user treated the low with oral glucose, juice, and small snacks, and no device malfunction or component issue was identified. Symptoms included hyperglycemia and hypoglycemia ranging from 39 mg/dl to 307 mg/dl. Outcomes included a minor injury of low blood glucose that was resolved with oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed user error identified as using meal announcements to correct high blood glucose and no device problem or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. Troubleshooting and education on meal announcements and correction practices were provided, and the user expressed confidence moving forward.